Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module (e801). The erroneous result was reported outside of the laboratory. The sample initially resulted as 100 ng/l. A second sample was collected from the patient and tested, resulting as 9 ng/l. The original sample was then repeated twice, resulting as 43 ng/l and 44 ng/l. A third sample was collected from the patient and tested, resulting as 9 ng/l. The patient was treated for a possible heart attack based on the initial high result. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 17649600, with an expiration date of 31-jan-2018.

Manufacturer narrative:
The original value of 100 ng/l was questioned by the physician. The value of 44 ng/l was reported outside of the laboratory, but believed to be falsely elevated due to recovery of follow up samples and the fact that the patient did not clinically have any heart related issue. Three additional samples were collected from the patient and tested as follows: sample 4 = 5 ng/l on (B)(6) 2017; sample 5 = 9 ng/l on (B)(6) 2017; sample 6 = 9 ng/l on (B)(6) 2017. Quality controls tested prior to the event were within specified limits. The alarm trace showed several abnormal aspiration alarms on (B)(6) 2017.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. As 3 false high results were measured consistently from the same sample and a new sample gave correct results, a sample-specific issue is very likely to be responsible for the false high results. No issues were found with pre-analytic sample handling. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.